Event description:
It was reported that the device migrated to the left subcutaneous mammary region. The lead had a slight kink in the proximal portion. Kinked portion of lead was inspected and deemed to be intact. Device was placed back in the pocket and leads connected. The lead and device are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.